Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient got the device in september and has not been able to properly charge it since. Now, the patient cannot charge it at all. The recharger is always giving one of two errors: recharger error service code 3167 and recharger is inactive 1707. Each time this happens, the patient reset it, hold button for 30 seconds or so until it makes the noises and flashes. Sometimes it will charge a little before it throws another error, sometimes it will not. Even when it is charging it is slow, like 30 minutes to charge 10%. No further complications were reported.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient wanted to report trouble with recharging implant since started recharging in september. Patient said that it took 4 hours to recharge the first time, said that it kept on disconnecting and received error codes 3167 and 1707. Patient said that she reset the recharger as instructed in manuals. Patient said that same issues would occur every time she recharged, said that it would take 2.5 hours to go to 20% and then patient wasn't able to charge above 20% and ins battery has been depleted since october. Patient said that hcp told her incision looks like it is healing and redirected patient to contact local representative. Patient called local representative who redirected patient to call patient services. Agent did not ask about the circumstances that led to the reported issue. Confirmed communicator is off, then patient reset recharger. Patient palpated area, said can feel the device, said that the scar is more noticeable now and scar seems deeper. Patient positioned recharger over implant and turned recharger on and shortly afterwards said that recharger found implant. Patient opened the recharger app and received message that recharger is inactive so patient turned recharger back on and patient received message that ins is charging however no percentage listed at this time. When asked patient said she sometime stores recharger in the bag and sometimes in the dock. Reviewed storing in dock (plugged in) is the recommendation. Ps agent called patient for update after 20 minutes and said that has the same screen, still no percentage. Patient then said received error code 4101. Reviewed information. Patient commented that before today she didn't feel where implant was located and had recharger over different area. Patient will continue to recharge and provide update later today or tomorrow morning.

Manufacturer narrative:
Concomitant medical products: product ID wr9220, serial# (B)(4), product type recharger. If information is provided in the future, a supplemental report will be issued.